Event description:
The saw capture flap broke off during usage.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument associated with this report was not returned. Follow up for product return was unsuccessful. The investigation could not draw any conclusions regarding the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Although this investigation did not establish the need for corrective action, a possibly related new patella resection guide 950501121 sigma hp pat res guide has been designed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.